Event description:
Healthcare professional reported "capsular contracture baker grade iii" of a (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).